Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 65% to 5% within one minute. In addition, the battery gauge jumped from 30% to 100% while disconnected from a power source. The customer¿s blood glucose was 195-220 (mg/dl). Reportedly the customer obtained alternate insulin therapy.